Manufacturer narrative:
(B)(4). The event was initially evaluated and determined to be non-reportable. The returned device was evaluated and the event was determined to be a result of a product malfunction, therefore, it is reportable. Device evaluation: a swg was returned for evaluation. The distal portion of the swg was curled and core wire was found broken adjacent to the distal weld. Discoloration at the broken end of the core wire is consistent with proximity to a weld. Microscopic inspection revealed a plastic deformation and necking of the swg in the area of the break. The distal weld appears full and remains attached to the unbroken coil wire; the proximal weld remains intact. Based upon the measured length of the broken core wire, no pieces appear to be missing. The diameter of the swg was measured and is within specification. Instructions for use describe suggested techniques to minimize the likelihood of swg damage during use. The instructions caution that use of excessive force during removal could damage or break the swg. The investigation found no evidence to suggest a manufacturing related cause. Swg's of this size are designed and manufactured to withstand a tensile force of 2.75 pounds force. The internal specification is higher than the bs en iso (B)(4) standard of 2.2 pounds force for this size swg. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of swg kinking. Swg breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances, the potential cause of this issue is procedure/patient anatomy related.

Event description:
It was reported by the physician that he noticed resistance from the moment the spring wire guide (swg) was being removed from the patient. The customer alleged "the guide wire almost broke." There were no reported consequences to the patient.